Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had a gradual return of pain symptoms beginning in (B)(6) of 2015. There were no falls/trauma associated; however there was a weight loss of 70-80 pounds. Additional information received from the patient in response to follow-up reported that the implant was barely working. A new battery was implanted to resolve the issue and another possible spinal fusion at a lower sight was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.